Event description:
At a sister hospital, several tr bands post procedure were found to be leaking air. Because the bands were not holding air in - an ineffective amount of pressure was being applied to the cardiac cath access site. Numerous patients experienced prolonged tr band application time or bleeding at the access site. It was found that the tr bands affected were all from the same lot. It was found that [redacted] - our facility - also had tr bands with this lot number ¿ they were removed & returned to the manufacturer¿s rep on [date redacted].